Event description:
The pump was returned for investigation. Investigation revealed contamination under the key contacts and a display screen issue. This report is made based on results of investigation completed on (B)(4) 2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad cover was returned peeled off the pump. During investigation, the pump cover was removed and evidence of contamination was found under all key contacts and all the key contacts were missing. During testing, all the keypad buttons were unresponsive. Additionally, evaluation revealed that the display screen was dim and discolored. A test screen was installed and displayed appropriately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.